Manufacturer narrative:
Initial.

Event description:
It was reported that during a phone consultation the patient experienced low blood glucose of 67 mg/dl after a prior period of high glucose and a morning episode of diarrhea, with no recent supply issues confirmed by the user and no external insulin administered. Symptoms included hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.